Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to headache, drowniness with oxygen desaturation and nodules. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to headache, drowsiness with oxygen desaturation and nodules. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer observed dust-like contamination on and in blower motor, white dust-like contamination in air inlet of blower box, unknown black contamination, inconsistent with sound abatement foam degradation, at the air inlet of the blower box, white dust-like contamination in the bottom of blower box. Unknown brown contamination on the bottom front of bottom enclosure. Potential mineral deposit spots on the inside of the air inlet of the blower box and blower motor, indicating potential water ingress. Black contamination, consistent with keratin, at the air outlet of the blower box, the manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found one error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, observed dust/dirt contamination in the airpath, likely from a source external to the device and unable to directly address the symptoms or complaints. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid have been updated.

Manufacturer narrative:
The following correction has been updated in this report. Section "adverse event/product problem" in box b has been updated/corrected to reflect product problem. Section "type of reported complaint" in box h has been updated/corrected to reflect product problem. Section h6 health effect- impact code has been updated.